Event description:
The customer reported, they observed pipetting errors in multiple runs on the ortho provue analyzer. Upon service fluid on top of the mts gel card foil was observed. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the wash station was cracked and the probe was slightly bent. The fe replaced the appropriate components and performed periodic preventative maintenance to return the instrument to expected operation. The customer performed and accepted qc.